Event description:
Surgery (B)(6) 2007. Dr. (B)(6). Right knee arthroscopy with removal of loose body. Per report of operation: floating large fragment of polyethylene which was consistent with the past for the posterior stabilized poly unit (removed). Per biomet rep - product given to him by dr. (B)(6). Product -zimmer not biomet.